Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: the original reported issue was confirmed. Furthermore, the uut log file was reviewed and was found to contain alarm entries consistent with the complaint. The cause of these alarms is considered to be circuit related, either resulting from or contributing to the contamination and fouling of the proximal valve by the patient. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator proximal pressure alarm activated. The flow sensor was checked and there was phlegm, so the blocking the sensor was removed. After reconnecting the flow sensor, high peep was displayed. Furthermore, the warning was displayed, respiration was not moving, and ventilation stopped. On the main screen, the icon was blinking, and the flow sensor was checked and reconnected once more. After approximately five minutes, ventilation started and ambu bag was used on the patient. The patient was not well and there was vomiting.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.